Manufacturer narrative:
Samples received: there are no samples/batch number available. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: needle detached very easily from thread -> during withdrawal of the package or grab the suture with the needle holder. No samples or batch number available. Type of surgery or tissue is not comprehensible. End customer say that this is the first time and first complaint.